Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had per prosthetic fracture of the distal femur. The primary triathlon femur was loose and taken out. The fracture was reduced and fixated with cannulated screws and plate. A new femur was then cemented. Primary surgery was done 12-18 months ago. Triathlon ps left femur, triathlon ps insert were taken out. Primary baseplate remained implanted.